Event description:
The customer reported the needle bending during use on a regular basis. The needle broke in the user's thigh, and an x-ray was performed. It was difficult to locate the broken part of the needle and the surgeon did not want to operate on the patient. The needles were used with victoza pre-filled pens.

Manufacturer narrative:
The sample is not available for evaluation. Without a sample, a root cause for this incident could not be identified. (B)(4).